Event description:
It was reported that during device implant after inserting the leads into the header no pacing or capture was noted. Troubleshooting took place using the unipolar mode on the ventricular channel, but no pacing was seen on the ventricular channel in bipolar configuration. A possible issue with the device ventricular port of the header was suspected. The device was not used and was expected to be returned. No adverse patient effects were reported.